Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file showed that in total 57 "draw pressure too low" alerts with pausing of the pumps and 30 "draw pressure too low" alerts with automatic slowing of the pumps occurred during the course of the procedure. While the trima accel system is typically robust against numerous access pressure alerts throughout the procedure, it cannot be ruled out that stopping or pausing of the pumps can disrupt the steady state of the lrs chamber, potentially allowing wbcs to escape from the lrs chamber. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file showed that in total 57 "draw pressure too low" alerts with pausing of the pumps and 30 "draw pressure too low" alerts with automatic slowing of the pumps occurred during the course of the procedure. While the trima accel system is typically robust against numerous access pressure alerts throughout the procedure, it cannot be ruled out that stopping or pausing of the pumps can disrupt the steady state of the lrs chamber, potentially allowing wbcs to escape from the lrs chamber. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the wbc count was below the reportable limit for a triple product. No further reporting will be provided as this does not represent a reportable event.